Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue.

Event description:
The customer reported that the loudspeaker of the intellivue multi measurement server x2 was not working. It is unknown whether sound was still coming from the device. It is unknown whether the x2 was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.